Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history records for the component lots were reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on manufacturer's acceptance criteria. (B)(4).

Event description:
A customer reported a system message displayed and air bubbles were coming from the cutter during surgery. The procedure was completed with no harm to the patient. Additional information has been requested.